Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in the common bile duct. An 8 x 80mm x 75cm wallstent-uni endoprosthesis stent was advanced to the target lesion. During stent deployment, it was noted that the stent did not completely deploy even after several attempts. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.